Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, change sensor/bad sensor alert or sensor updating/sg not available alert noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay and pillowing keypad overlay. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below pertaining to the primary svn (B)(4), svn (B)(4) and event date 30-jul-2024. Please see below for the first 10 boluses listed in the event date 30-jul-2024 in the pump history file. (B)(6)2024 00:03:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:11:15.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 44750 (4.475 u) bolusamountdelivered: 44750 (4.475 u) (B)(6)2024 00:13:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:18:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:23:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:28:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:33:39.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6)2024 00:38:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:43:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:49:29.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 15250 (1.525 u) bolusamountdelivered: 15250 (1.525 u) unable to verify customer's daily total of all insulin delivered surrounding the event date due to insufficient data in the in the pump history file. There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 30-jul-2024 in the pump history file. (B)(6)2024 01:27:43.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 01:37:00.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 01:42:55.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 11:50:09.000 batteryremoved (55) 07/24/2024 11:50:09.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 11:50:35.000 batteryinserted (44) (B)(6)2024 10:23:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 10:24:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:16:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:25:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 13:24:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 20:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery (7) alarm - not confirmed. Lost sensor alert - not confirmed. Please see below pertaining to svn (B)(4) and event date 01-aug-2024. Please see below for the first 10 boluses listed in the event date 01-aug-2024 in the pump history file. (B)(6)2024 00:18:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6)2024 00:23:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:28:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:33:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:38:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6)2024 00:43:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:48:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6)2024 00:53:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) (B)(6)2024 00:58:27.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) (B)(6)2024 01:04:01.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 9750 (0.975 u) bolusamountdelivered: 9750 (0.975 u) unable to verify customer's daily total of all insulin delivered surrounding the event date due to insufficient data in the in the pump history file. There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 01-aug-2024 in the pump history file. (B)(6)2024 10:23:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 10:24:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:16:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:25:53.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 13:24:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 20:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) (B)(6)2024 15:46:20.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 15:56:00.000 alarmalertnotification (40) faultnumber: sensorerroralert (801) (B)(6)2024 16:17:30.000 batteryremoved (55) (B)(6)2024 16:17:30.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 16:27:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6)2024 16:28:04.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23)(B)(6)2024 16:28:32.000 alarmalertnotification (40) faultnumber: battoutlimit (6) (B)(6)2024 16:28:40.000 alarmalertnotification (40) faultnumber: battoutlimit (6) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly, lost sensor alert or sensor error alert noted. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump reset. Nodelivery (7) alarm - not confirmed. Lost sensor alert - not confirmed. Sensor error alert - not confirmed. Pump error 23 - not confirmed. Battoutlimit (6) - not confirmed. Please see below pertaining to svn (B)(4) and event date 31-jul-2024. Please see below for the first 10 boluses listed in the event date 31-jul-2024 in the pump history file. (B)(6)2024 00:03:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2024 00:08:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:13:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1250 (0.125 u) bolusamountdelivered: 1250 (0.125 u) (B)(6)2024 00:18:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1500 (0.15 u) bolusamountdelivered: 1500 (0.15 u) (B)(6)2024 00:23:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 250 (0.025 u) bolusamountdelivered: 250 (0.025 u) (B)(6)2024 00:28:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:33:19.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) (B)(6)2024 00:38:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 1000 (0.1 u) bolusamountdelivered: 1000 (0.1 u) (B)(6)2024 00:43:53.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 9000 (0.9 u) bolusamountdelivered: 9000 (0.9 u) (B)(6)2024 00:48:25.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 2000 (0.2 u) bolusamountdelivered: 2000 (0.2 u) unable to verify customer's daily total of all insulin delivered surrounding the event date due to insufficient data in the in the pump history file. There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 31-jul-2024 in the pump history file. (B)(6)2024 10:23:17.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 10:24:44.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)/2024 12:16:57.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 12:25:53.000 alarmalertnotification (40) faultnumber: nodelivery (7)- during bolus. (B)(6)2024 13:24:14.000 alarmalertnotification (40) faultnumber: nodelivery (7) - during bolus. (B)(6)2024 20:08:00.000 alarmalertnotification (40) faultnumber: lostsensor1alert (780) the insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Insulin flow blocked alarm/no delivery alarm not confirmed. The pump properly paired with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 240 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. Nodelivery (7) alarm - not confirmed. Lost sensor alert - not confirmed. The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Change sensor/bad sensor alert not confirmed. Sensor updating/sg not available alert not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 32 mg/dl. The customer reported that hypoglycemia was treated with ems/ambulance/ER visit, hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion), discontinue use of insulin delivery system. The event involved product(s) mmt-7040a, mmt-332a, mmt-1884, mmt-397a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. No further patient complications were reported. No product return is required for mmt-7040a. No product return is required for mmt-332a. Mmt-1884 was requested and customer response was the device will be returned. No product return is required for mmt-397a.